Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found rust on the siderail latch and pivot pins. He cleaned and lubricated the rusted parts to repair the bed.